Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU after placing the catheter in the patient's cephalic vein of the right arm, erythema was evident on the patient. As a result, the catheter was replaced and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.